Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. Unable to perform displacement, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to blank display. Unable to verify failed battery test alarm, low battery alarm and bad battery alarm due to blank display. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call of receiving excessive failed battery test alarm even after changing battery cap. Customer reported that alarm would be cleared after changing battery. Troubleshooting was performed on insulin pump. Customer's blood glucose was 212 mg/dl. Customer also reported that insulin pump went blank while sitting on bathroom sink. Customer was advised that insulin pump would need to be replaced.